Event description:
In this event, it was reported that an ankylos c/x implant was explanted two years after implantation because the pt developed reoccurring paraesthesia in their lips and tongue, a sore throat and hypersensitive gingiva related to reduced oral hygiene. Although the symptoms occurred very soon after implant placement, the grade of severity was increasing within the last 6 months. Therefore the dentist decided to remove the implant. Little is known about the superstructure, which might have a possible allergic potential depending on the use basic material. Furthermore, no x-rays to verify the position of the implant in relation to the mandibular nerve are available.

Manufacturer narrative:
The available documentation is not sufficient to draw any reasonable conclusion on the cause of the pt's symptoms. Currently it is not known about the condition of the pt after implant explantation. Allergic reactions on titanium implants are very rare. While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent expose to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.